Event description:
It was reported that the tubing of a uv flash transfer set had a leak. This occurred during use. There was patient involvement, however no adverse event was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation of the sample confirmed the reported issue. A visual inspection revealed a puncture in the silicone tubing. Leak testing showed a leak at the punctured part of the tubing. If additional relevant information becomes available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and an evaluation is anticipated. Should additional relevant information become available, a supplemental report will be submitted.